Event description:
The customer contact reported backflow of fluid from the secondary solution container, into the primary solution container. The primary tubing set was being used to deliver 250ml of normal saline via gravity. The secondary tubing set was being used for piggyback delivery of an unspecified concentration of epirubicin. After an unspecified length of time in use, it was reported that the secondary solution backflowed into the primary solution container. It was reported that the nurse noted the backflow and waited for all of the epirubicin to backflow into the primary solution container, and then delivered the full dose to the patient. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Representative devices from the same lot were received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).